Event description:
It was reported that during the implant procedure, the ventricular lead perforated the heart. The patient had pericardial effusion which was treated with a pericardio- centesis. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification.